Event description:
It was reported that low sensing and no capture were observed. Echo revealed a blood perfusion in the right ventricle. The lead was explanted. Patient condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.